Event description:
It was observed that during device evaluation, the subject device exhibited cracked light guide cover glass. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to a component failure of the light guide adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.